Event description:
In visiting patient, she shows me the clave connector that she applied to her line. Upon inspection, it appears that the diaphragm remained pushed into the clave and did not release as the patient removed the end of her IV line.